Manufacturer narrative:
The indication for the index procedure was stable angina/nuclear scan. The patient was found to have one-vessel disease and had one lesion treated during the procedure. No staged procedure was planned. The patient's left ventricular ejection fraction ws greater than fifty percent (lvef>50%). The patient's pre-procedure cardiac enzymes were slightly elevated. The target lesion was the mid circumflex. The lesion was reported to be: de novo, 2.0 mm vessel diameter, 18 mm length, an 80% stenosis, irregular, a moderately tortuous proximal segment, angulated (=>45 degrees and <90 degrees), concentric, moderately calcified, and type b1. At the one-month follow-up, the patient was reported to be asymptomatic and was continuing his medical regimen. Please note that device is distributed outside the united states, however it is similar to the united states product. The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Event description:
The report received from the study indicated that two months after the index procedure the patient had a non-st elevation myocardial infarction (nstemi). Coronary angiography was done and there was no problem reported involving the previously implanted cypher select plus 2.25 x 18 mm stent. No re-intervention was done. The event was reported to be unrelated to the device/procedure and was captured in a related non-complaint file. Review of the database information indicated that during the index procedure, insufficient flow was noted after implantation of the cypher select plus 2.25 x 18 mm stent at 16 atm. The insufficient flow necessitated post-dilation of the stent with a 2.25 x 18 mm balloon at 16 atm. A satisfactory result was obtained. The residual stenosis was 0%. The flow pre-procedure was timi 2 and post-procedure timi 3. There were no reported procedural complications, device deviations or adverse events reported prior to discharge. The patient was discharged the day after the procedure.